Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator, 2008 (B)(6). (B)(4).

Event description:
It was reported that there were multiple stored noise events on the right ventricular lead. The lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.